Event description:
It was reported that the insulin pump had physical damage to it. The blood glucose reading was 194 mg/dl. The customer stated that there was a crack running along the edge of the battery compartment. She stated that the device looked fragile, as though it was about to break. She observed damage to the battery compartment lip. She added that the drive support cap was missing some plastic, was loose, and missing the dome label sticker. She reported that she had dropped the insulin pump occasionally. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube and a missing end cap sticker.